Event description:
Event description boston scientific received information that the patient with this pacemaker has septicemia. Therefore, the device and ventricular lead were removed. Upon removal, the leads tines and electrode end remained in the patient. An x-ray was unable to determine the location of the lead portion. A temporary wire was placed and after a course of antibiotics, the pacing system will be replaced.